Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03998. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards israel affiliate, the patient underwent implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach with nominal volume. No bav was performed. When the balloon was inflated for valve deployment the balloon burst. The valve deployed successfully and the outcome of the implant was mild pvl. The delivery system was removed from the patient and it was noticed the distal nose cone was missing, so the patient was moved to surgery and everything was removed. Patient was in stable condition.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. The delivery system was returned unlocked at packaging position with full loader assembly remained inserted of the flex shaft. 100% fine adjust and no flex was used. The delivery system was fully inserted through the sheath. During visual inspection, the inflation balloon was noted to be burst radially and longitudinally. The distal nose tip and distal part of the inflation balloon material were separated and not returned for evaluation. During decontamination, the balloon coil was unraveled and a piece of balloon was broken. Due to the nature of the complaint, no functional testing was able to be performed. The event was confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contributed to the observed burst. A DHR review was performed and did not reveal any manufacturing nonconformance issuesthat would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contributed to the observed burst. All measurements taken from the balloon met specifications. Imagery and video were provided by the site and revealed the valve was fully inflated. The inflation balloon burst at the end of deployment. Post procedural image of the device provided by the site showed the distal part of the balloon and nose tip separated from the delivery system. The IFU and device training manuals were reviewed. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring. Confirm placement of center marker within optimal initial. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Ensure the flex tip is on triple marker to ensure full inflation of balloon during thv deployment. Use slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. If delivery system balloon bursts or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position and check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The events were confirmed through the provided imagery and visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional measurement of the returned device was within specification. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the decision was to implant the valve directly without bav and the procedure went smoothly till the balloon was inflated to open the valve and the balloon burst''. The balloon burst could occur from multiple factors (e.g. Annulus calcification, over inflation of balloon or flex tip not retracted during deployment). The site has reported nominal volume was used in the balloon and it can be seen on the procedural video that the flex tip had been retracted to the triple marker. Therefore, these factors are unlikely the contributing factors. Patient's annulus characteristic was not provided; thus presence of calcification in the landing zone is unknown. Without further patient anatomical information, a definite root cause is unable to be determined at this time. As reported, ''the valve opened successfully, and the outcome of the implant was mild pvl. After that the ds was taken out, and it was noticed the distal nose cone was missing, so the patient moved to surgery and everything was removed''. As a result of balloon burst, the altered balloon profile and distal portion of delivery system could have got caught in the sheath tip. Subsequently, this may have required excessive manipulation in the attempt to remove the devices, which may have resulted in the separation of the components. Available information suggests procedural factors (withdrawal of burst balloon, excessive manipulation) could have contributed to the event.